Manufacturer narrative:
Received one device. Functional testing confirmed customer concern, however the cause of the issue cannot be determined therefore resolved by mainboard replacement. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was alarming error 46011. There was unknown reported patient involvement.